Event description:
It was reported that the device has a cracked handle. It also failed barrel clamp testing. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional info: h.6.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a cracked handle. It also failed barrel clamp testing. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer, front cover, rear case, and right handle, u4 & 5 on display board, right iui connector, shaft seal, and barrel clamp. Performed calibration. The probable cause of the reported issue was due to cracked handle and failed barrel clamp of the assy bkt clp sizer snsr syr/pca. A review of the device history record showed the device had a manufacture date of 06oct2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a cracked handle. It also failed barrel clamp testing. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a cracked handle. It also failed barrel clamp testing. No additional information was provided. There was no patient involvement.